Event description:
A greenfield filter was implanted on (B)(6) 2012. It was noted the tip of the filter lied near the level of the confluence of the right main renal vein which was more inferior of the two renal venous confluences. Contrast flowed freely past the filter with no extraluminal contrast. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter was within the inferior vena cava with the tip located at the lowermost margin of the right renal vein. The filter was intact and appeared centrally positioned within the inferior vena cava without evidence of tilt. There are six filter struts which protrude approximately 2.2 mm outside the lumen of the inferior vena cava. There is at least one anterior strut that abuts a short segment of small bowel and another that abuts the wall of the aorta. Two other struts posteriorly abut the anterior margin of the l4 vertebral body. The caliber of the inferior vena cava is small, suggesting the inferior vena cava is thrombosed. No further patient complications were reported.